Manufacturer narrative:
This case information from a published study was reported by a healthcare professional and describes the occurrence of fallopian tube perforation ("laparoscopy demonstrated a unilateral tubal perforation (right)") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Literature reference: b povedano, je arjona, e velasco, ja monserrat, j lorente, c castelo-branco. Complications of hysteroscopic essure sterilisation: report on 4306 procedures performed in a single centre. Bjog: an international journal of obstetrics and gynaecology. 2012; vol 119 issue 7: 769-777. Product or product use issues identified: device ineffective ("device ineffective /woman with tubal perfusion"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced fallopian tube perforation (seriousness criterion medically important) and pregnancy with contraceptive device ("pregnancy with essure device"). The patient was treated with surgery (laparoscopy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as unknown to the reporter. The delivery occurred on an unknown date. The reporter considered fallopian tube perforation and pregnancy with contraceptive device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): on unspecified date, the hsg at 3 months had shown an apparent bilateral occlusion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case information from a published study was reported by a healthcare professional and describes the occurrence of fallopian tube perforation ("laparoscopy demonstrated a unilateral tubal perforation (right)") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Literature reference: b povedano, je arjona, e velasco, ja monserrat, j lorente, c castelo-branco. Complications of hysteroscopic essure sterilisation: report on 4306 procedures performed in a single centre. Bjog: an international journal of obstetrics and gynaecology. 2012; vol 119 issue 7: 769-777. Product or product use issues identified: device ineffective ("device ineffective /woman with tubal perfusion"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced fallopian tube perforation (seriousness criterion medically important) and pregnancy with contraceptive device ("pregnancy with essure device"). The patient was treated with surgery (laparoscopy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as unknown to the reporter. The delivery occurred on an unknown date. The reporter considered fallopian tube perforation and pregnancy with contraceptive device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): on unspecified date, the hsg at 3 months had shown an apparent bilateral occlusion. The most recent follow-up information incorporated above includes data received on: 23-jan-2024: upon internal review it was identified that this case was a duplicate of case (B)(4). All source documents, references, reporters, events are transferred to this case from deletion case (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.